Event description:
It was reported to philips that the flexvision pc was not booting up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and identified that the flexvision pc was not starting. Upon troubleshooting actions, rse restarted the flexvision pc manually. After repair, the system was returned to use in good working order.